Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-15844.

Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 367 mg/dl compared with the sensor glucose reading of 185 mg/dl. The blood glucose reading at the time of the call was 98 mg/dl. The customer stated that the set detached and that he had had this issue at least 5 times since he started using the system. Advised the customer that the differences of readings may have been caused by pressure, as the interstitial fluid tends to diffuse, not allowing the sensor to read properly. Nothing further reported.